Manufacturer narrative:
Pump analysis results revealed no anomaly.

Manufacturer narrative:
Device evaluated?: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), female patient who was receiving a new implantable pump (water in it) for an unknown indication. On (B)(6) 2016 during a pump replacement for normal elective replacement indicator (eri) longevity, the company representative was unable to interrogate the new pump. The company representative tried changing environments, even took the pump out of the box, and was unsuccessful. The company representative tried at least 6 times and could not get any "green" signal. The company representative had a second pump and was able to interrogate that pump without any issues. No patient symptoms were reported. The pump in question was not implanted and was returned to the manufacturer. The cause of the event was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.